Event description:
Ortho hbc elisa test system, lot chk472, a donor screening assay for hbc, reportedly generated test results below the assay quality control criteria for sample od results multiple times over several microwell plate runs on the ortho summit system (summit sample handling system, summit (microwell) processor, and ortho assay software). No death or serious injury was associated with this incident as the test results were flagged by the ortho assay software (oas) as too low to be considered valid. Repeat testing was initiated.